Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event. Review of the device data identified an out of range shock impedance measurement of 0 ohms and elevated right ventricular (rv) threshold measurements. A boston scientific technical services consultant explained the potential reasons for the out of range measurements and recommended further troubleshooting. Recent shock impedance measurements have been in the 40 ohms range. The patient was checked one day after this call and stable shock impedance measurements were produced. No root cause of the syncopal event was not determined. No additional adverse patient effects were reported.